Event description:
It was reported the pump battery gauge was inaccurate, the fill estimate was inaccurate, the touchscreen was unresponsive to touch and would go black. No reported adverse impact to the customer's blood glucose. Further information regarding the event could not be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.